Event description:
It was reported that the programmer which was received into service for preventative maintenance subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was noted on analysis that the programmer touchscreen was out of calibration, button logo was missing, upper case keyboard was cracked, keyboard cover sliding rails left and right were broken, cable bay was cracked, upper and lower bullets assembly left and right were missing, handle was cracked and bezel had a minor crack (considered as acceptable). The software was reinstalled and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.